Event description:
The complaint was notified to us by tga, due to this we will not be able to follow up with further information. Clinical event information: during a laparoscopic sleeve procedure, the signia powershell with a 45 mm covidien tristaple reload and a second fire with seam guard, would not open after cutting and stapling. The medline representative was attending. A soft re-boot was attempted followed up by a manual disengagement with a medtronic 'alan key'. It was not successful. General traction was required to remove, resulting in traumatic gastrostomy to staple line. Patient outcome/consequences: the patient was readmitted for a laparoscopic washout and insertion of drains. Device analysis results: corrective/preventative actions: details of similar events: number of similar events: rate of similar events: countries similar events also occurred: type of problem (level 1) type of problem (level 2) mechanical jam mechanical problem cause of problem (level 1) cause of problem (level 2) no findings available outcome of investigation reviewed, for trending purposes only.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the clamshell with a 45 millimeter reload and a second fire with seam guard would not open after cutting and stapling. A soft reboot was attempted followed up by a manual disengagement. However, it was not successful. A general traction was performed resulting in a traumatic gastrostomy to staple line.